Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Per the physician, the patient's calcification contributed to the infold. No patient complications were reported as a result of this event. Additional information was received that the infold was noticed during first deployment. The deployment position was too high and the valve was recaptured twice before being withdrawn.

Event description:
It was reported that during the implant of a transcatheter valve, an infold was observed. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. Per the physician, the patient's calcification contributed to the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID envpro-16-us (lot: 0012792507); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.